Event description:
The surgeon reported that the lens became dislocated after yag. The pt underwent a lens exchange due to the subluxation. The pt required a vitrectomy procedure due to a capsular break. The pt's best-corrected visual acuity after the lens exchange was 20/40.